Manufacturer narrative:
This report is submitted on october 05, 2022.

Event description:
Per the clinic, the patient experienced wound dehiscence at the implant site exposing the receiver/stimulator (date not reported). Subsequently, the patient was treated with antibiotics for ten days (specific type and date not reported). Revision surgery is planned but had not taken place at the time of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent a skin revision surgery under general anesthesia on (B)(6) 2022. This report is submitted on november 01, 2022.